Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been reported with this report.

Event description:
It was reported via phone call that customer's weight was (B)(6) per report given on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 87 mg/dl at the time of the incident. The customer stated that the insulin pump error had occurred multiple times before. Troubleshooting was provided. The insulin pump will not return for analysis.